Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited high right atrial (ra) impedance measurements of greater than 2500 ohms, loss of capture, non-sensing, noise, oversensing and inappropriate atrial tachy response (atr) episodes. The patient was not ra lead dependent, and had an underlying rhythm in the 50 beats per minute (bpm) range. The lead was tested in bipolar configuration and similar values were obtained. The device was programmed ddd in unipolar configuration. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated that a surgical revision was performed. During the procedure, visual inspection of the patient's ra lead noted it appeared to be fractured at the suture line. High pacing threshold measurements were also noted. Additionally, there were episodes of rv noise and oversensing noted. The device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.